Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm. The caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 300 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.